Manufacturer narrative:
The pinch valve tubings were changed and the micro bead mixer was adjusted. Analyzer performance testing was done and was out of specification. A specific root cause could not be determined. Preanalytic issues including a half filled sample tube could influence the sample quality and may have caused the issue. Insufficient analyzer maintenance was another possible root cause. Calibration data showed no indication of an issue. Quality controls on the date of the event were well within 1 standard deviation. Based on the provided calibration and qc data, a general reagent issue could most likely be excluded.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg test system result for one patient sample. The initial result from the primary sample tube was 1.51 miu/ml with a data flag. The repeat result from an aliquot was 1002 miu/ml with a data flag. The results were released to the doctor. The patient was not adversely affected. The reagent lot number was 123267. The expiration date was requested but was not provided. The pinch valve tubings were due to be replaced and the washstation for the microbeads was dirty.